Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample from the cobas 8000 e 602 module. The initial result from a sample cup was 267.7. The repeat result from the primary sample tube was 40. The repeat result from a sample cup was 40. No unit of measure was provided. The erroneous result was no reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested, but were not provided.